Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, when they connected the load and device and when the device locked but when they removed, the silver pin disengaged from the stapler. They changed the device to complete the case. There was no patient injury.